Event description:
It was reported the battery had been recently sensitive to electromagnetic interference frequently. The patient had not engaged in any change in routine or lifestyle. This would occur when the patient used a cordless driver, when they were in a library, or when they worked on their boat. A battery check was performed at their doctor¿s office on the day of report and the settings had defaulted back to the factor thus the patient did not get therapy. The patient was programmed back to their original settings. The doctor was going to plan to discuss battery replacement as the battery had been in service for over 5 years. The patient status at the time of report was alive with no injury. The patient had bradykinesia, tremor, and grumpy. The problem was with the left side implant. It was further reported the problem was easily resolved by programming the correct settings and the patient was instructed to follow-up if there were any problems. They had not heard from the patient since.

Manufacturer narrative:
Concomitant product: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3387s-40, lot # v314995, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v145259, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).